Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was displaying a full gray screen with black on both sides whenever using a maj-1430 cable and a 180 series scope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac had the customer press the ¿mode¿ button 4 times and also the ¿input select¿ several times on her keyboard. Tac then had the customer unplug the scope and confirm that color bars were present, they were. The customer then attempted a 190 series scope and got the image to appear after unplugging the maj-1430 cable. At that time, the customer opted to continue the case using the 190 series scope and troubleshoot the 180 series scope at a later time.